Event description:
It was reported the device was "stopped ketamine pump due to patient going to procedure". When patient returned, changed tubing line and primed it. Before it was even connected to the patient, pump gave error message " downstream occlusion." Checked the line, made sure nothing was clamped, pump gave only two choices " power down" or " help". Pressed "help". Pump again directed to check that nothing was clamped, cap was off, tubing was not bent. The event occurred while in use with patient.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: additional information is provided for h.2 and h.6. No product was returned. The investigation determined the most probable cause to be due to the dso sensor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. No serial number was provided; therefore, a history record review could not be conducted. G1, email address: (B)(6).